Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned due to normal elective replacement indicator (eri). Preliminary laboratory analysis reveals this crt-d may have prematurely depleted.